Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two ipgs implanted(left and right side). It was reported the patient began experiencing pain at the right side ipg site approximately a year ago. Reportedly, the right ipg was also protruding through the skin. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the physician discovered purulent discharge and abnormal tissue in the right pocket. Cultures were taken after which time the pocket site irrigated with saline and hydrogen peroxide as precautionary pending test results.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified an additional surgery took place during which time the ipg was explanted. The sjm representative was not present for the case. Reportedly, the lead was left in situ for a future use. The infection status is ongoing.